Manufacturer narrative:
This event has been recorded by zimmer biomet under cmp (B)(4). Telephone number (B)(6). Investigation completed. This is an initial final report submission. For the product in reported event no product was returned or pictures provided; visual and dimensional evaluations could not be performed. For the similar blade that was returned - upon visual examination of the returned product identified there were no visible damaged seen. Lot identification is necessary for review of device history records, and lot identification was not provided. Device is used for treatment. A definitive root cause cannot be determined. The event cannot be confirmed. Type of investigation states - device was not returned- because the actual device that malfunctioned during the event was not returned. Only a similar device was returned where no visible damage was seen. Other text : device not returned.

Event description:
It was reported that doctor professor lobenhoffer sent information that he had a tibial head fracture after 2 implantations with oxford cementless and that with the help of the sawblade the keel was prepared during surgery, but the surgeon had the impression that the two blades of this special sawblade were not parallel. An additional complaint was created to capture the second implantation indicated. This report is being filed to capture the first of the two events. No additional consequences have been reported as a result of this malfunction.